Manufacturer narrative:
This report is submitted on january 17, 2017.

Event description:
It was reported that the patient experienced dislodged magnet (date not reported). Additional information has been requested but has not been made available as of the date of this report january 17, 2017.

Manufacturer narrative:
Correction: the previous initial MDR submitted on january 17, 2017 was filed inadvertently. No magnet dislodgement or serious injury has occurred. This report is filed on april 04, 2017.